Manufacturer narrative:
A product investigation was completed: this complaint is confirmed. The distal hex tip has sheared off mid-hex feature. The fracture pattern is jagged. The sheared off tip fragment was not returned. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. No new malfunctions were identified as a result of this investigation. A visual inspection under 5x magnification, dimensional inspection of features related to this complaint, device history record (DHR) review and drawing review were performed as part of this investigation. The remaining hex features were measured and found to be within specification. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The relevant drawings were reviewed during this investigation. No product design issues or discrepancies were observed. The root cause is most likely due to excessive torsional force during screw removal of a screw with bony ingrowth which exceeded shear strength of this cannulated screwdriver tip. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device is an instrument and is not implanted/explanted. The subject device was received. The investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history record review was performed for the subject device lot. Manufacturer: synthes (B)(4). Date of manufacture date: may 11, 2010. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a subtalar fusion revision (related complaint, (B)(4), addresses and reports the revision surgery) a screwdriver broke while removing of a 6.5mm headless screw on (B)(6) 2017. Fragments were generated but easily removed. Another screwdriver from the hospital¿s 6.5mm cannulated screwdriver set was used to finish the surgery with no surgical delay. The patient's outcome was stable. The procedure was completed successfully. Concomitant medical products: screw (part # unknown, lot # unknown, quantity 1). This report is 1 of 1 for (B)(4).